Manufacturer narrative:
Sanofi company comment dated 22-mar-2018: this case concerns a patient who received treatment with synvisc-one and later experienced excessive infection in his knee which had to be drained out and experienced disability due to illness for a long time. Since event occurred two days after the administration of synvisc one injection, significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. Further information regarding medical history, concurrent conditions and any past or concomitant drugs will aid in complete medical assessment of the case.

Event description:
Joint infection [joint infection] ([knee effusion]). Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case was received from united states via food and drug administration (mw5075149) on 15-mar-2018 from the patient's wife. This case concerns male patient of unknown age who experienced extreme infection (latency: 2 days) after receiving treatment with synvisc one injection. No relevant medical history, past drugs, concomitant medication and concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular 1 dose of synvisc one injection once (indication: not reported). On (B)(6) 2015 (after 2 days of receiving synvisc one injection), it was reported that the patient required emergency surgery to flush his knee because of extreme infection. It was reported that the patient he spent over 5 days in the hospital with a drain in his knee, high doses of pain medications, antibiotics from an infectious disease specialist. It was reported that the patient was finally discharged he was on very strong antibiotics for many, many weeks and continued to be very ill for many months. It was reported that the patient was forced into permanent disability, and, to date, had never been the same physically or psychologically since receiving synvisc one injection. It was reported that the all aspects of life of patient had been seriously and adversely impacted by receiving a synvisc one injection. Corrective treatment: surgery; drain in the knee; antibiotics; pain medications for extreme infection. Outcome: unknown. Seriousness criteria: life threatening, hospitalization, disability, medically significant, required intervention. Pharmacovigilance comment: sanofi company comment dated 22-mar-2018: this case concerns a patient who received treatment with synvisc-one and later experienced excessive infection in his knee which had to be drained out and experienced disability due to illness for a long time. Since event occurred two days after the administration of synvisc one injection, significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. Further information regarding medical history, concurrent conditions and any past or concomitant drugs will aid in complete medical assessment of the case.